Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that suture snitched/broke, during preparation/disinfection. Additional information: type of surgery - ehbso. No further information has been received.